Event description:
It was reported via repair work order that the footboard had intermittent power as the footboard modules were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.